Event description:
Reportable based on device analysis completed on 09aug2022. It was reported that the coil could not be pushed in the catheter. A 15mm x 40cm interlock .035 was selected for use in a gastric coronary vein embolism. During the procedure, it was noted that the coil could not be pushed in the middle of a 0.038 non-boston scientific catheter. After repeated attempts, the physician slowly pulled the coil backward but it still did not move. Finally, the coil was removed with the tube together and the procedure was completed with another of the same device. No complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned inside a part of a non-bsc catheter. Visual inspection revealed that the main coil was kinked, stretched and the interlocking arm was detached. No more damages were found. Microscope inspection confirmed that the interlocking arm of the main coil was detached.